Manufacturer narrative:
Literature citation: serkan erkan, hakan koray tosyali, tackin ozalp, hiiseyin serhat yercan, guvenir okcu, "unipedicular versus bipedicular balloon kyphoplasty for osteoporotic vertebral compression fractures" mean age: 67.7. Sex: 39 female, 19 male. Neither the device nor applicable imaging films were returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event.

Event description:
It was reported in a literature that from (B)(6) 2008 to (B)(6) 2012, 58 patients who underwent balloon kp at 94 levels for osteoporotic vcfs and completed the follow-ups of 2 weeks, 6 months, and 2 years after surgery were retrospectively enrolled in this study. Group I includes patients who had unipedicular balloon kyphoplasty and group 2 had patients who had bipedicular approach. Post-operatively, intradiscal cement leakage was observed in 5 of 45 levels in group 1 vs. In 7 of 49 levels in group 2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.